Event description:
Edwards learned of a 27mm valve that required valve in valve intervention after an implant duration eight (8) years and one (1) month due to mitral stenosis. The patient was implanted with a transcatheter valve through the existing bioprosthetic mitral valve.

Manufacturer narrative:
Additional manufacturer narrative - the device was not returned to manufacturer as it remains implanted. Without receipt of the device no definitive conclusion can be drawn regarding the clinical observation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this patient of (B)(6) underwent procedure for a valve in valve replacement in the mitral position after an implant duration of seven (7) years and five (5) months due to stenosis. A transcatheter valve was implanted in a 27mm aortic bioprosthetic valve. No additional information was provided. There were no reported complications.